Event description:
It was reported that while the doctor was impacting cup into acetabulum, the expandable impactor broke into three pieces.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an adm expandable coupler was reported. The event was confirmed. Method & results: -device evaluation and results: three fractured parts of the adm expander were returned. The approximate locations of the fracture origins were at the roots of the expander cut-outs. The material failure was likely due to the component being subjected to an overload stress. No material or manufacturing defects were observed on the device features examined. -medical review: there were no medical records provided for review with a clinical consultant. -device history review: the review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there has been one similar reported events for the subject lot code. Conclusions: while the exact root cause could not be determined, the mar concluded that the restoration adm manchon expans broke due to the component being subjected to an overload stress. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that while the doctor was impacting cup into acetabulum, the expandable impactor broke into three pieces.